Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the when the customer primed 3.2ml of hydromorphone (1mg/ml) using the pca prime feature, the volume to be infused (vtbi) on the pump stated 48.4 mls however customer reports based on the prime amount the vtbi should have been 46.8. Customer believes they may have a priming setting off in their dataset configuration and is working internally to address. There was patient involvement but no harm.